Event description:
It was reported that the autopulse resuscitation system 1.5g always indicates "check patient position". No user advisory codes were seen. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse (s/n (B)(4)) device was returned on (B)(4) 2012 to zoll circulation and analyzed. Evaluation of the returned autopulse platform found no external or internal damages to the device. During testing, the customer's report of "check pt position" was unable to be replicated. The archive data was not able to be retrieved as it was corrupted. The device passed final testing. The root cause of the device failure was determined to possibly be due to fixture/pt misalignment during deployment and/or device/pt movement during operation. This however, could not be confirmed as the archive was corrupted. Possible causes that may have contributed to the corrupted archive, could be associated with turning the board (on/off) continuously, or the processor board may have been defective/damaged. The processor board was subsequently replaced.